Event description:
Reportedly, pt was inject with 4ml of lymphazurin 1% for a left breast lumpectomy. The pt developed hypotension and tachycardia. No pulse was detected, therefore chest compressions were begun. Pt administered the following medications (doses unknown): ephedrine, benadryl, neosynephrine, solumedrol, cimetidine. Pt resuscitation was successful. Transferred to ICU for recovery. The pt has a suspected allergy to sulfa. Allergy testing will be done when pt is recovered.